Event description:
The customer called to report the pump did not have an audible tone. It was stated that the pump vibrates, but it does not have the tone when the arrow up button is pressed to give an easy bolus.